Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device uploaded properly using carelink. Device had scratched case and scratched reservoir tube window. The test p-cap and reservoir does lock in place in the reservoir compartment. (B)(4).

Manufacturer narrative:
(B)(6). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low and high blood glucose and diabetic ketoacidosis. Blood glucose reading was 30 mg/dl to 500 mg/dl. It was unknown that how the customer treated for their low and high blood glucose. The customer declined to troubleshoot for the low and high blood glucose incident. The insulin pump will be returned for analysis.